Event description:
It was reported that the patient presented for an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026. The patient presented the following day with a small pericardial effusion. This was managed conservatively with medication. It was noted a week later the patient presented in clinic with worsening symptoms of dyspnea and chest pain. An echocardiogram was performed which confirmed the patient had a perforation in the right atrium, as well as pericardial effusion and tamponade. A pericardiocentesis was performed. The alp was retrieved and a temporary pacemaker system was implanted. The patient was in stable condition.